Manufacturer narrative:
Additional information: the device was not delivered to the site of injury (it was still inside the catheter). The stent was removed by pulling the spider fx device close to the catheter and then pulling it completely out. After the faulty device was removed and a new stent placement procedure was performed. Product analysis the device was returned in a deployed state with the tuohy-borst loosened and with the stent returned separately, the device was confirmed as 30mm from the strain relief, the returned stent was measured and confirmed as 30mmm, with no abnormalities observed, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure using a protege rx stent, the stent became stuck and could not move forward on the guidewire and then unexpectedly deployed before reaching the intended position. The device had been prepped per the instructions for use with no issues identified, and no excessive force was used. The stent was removed, and another protege rx stent was used to complete the procedure.  No patient complications have been reported as a result of this event.